Event description:
Per the clinic, the patient underwent surgery (B) (6), 2009 to reinsert a new sterile magnet as the original was dislodged. The patient continued to experience difficulty with the device. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator with multiple electrode faults. Explant and reimplantation is planned but had not taken place at the time of this report january 7, 2010.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 46 mg/dl, 415 mg/dl, and 392 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0915516 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Two out of the three readings the customer reported were found in the meter's memory.